Event description:
It was reported that the procedure was to treat a left femoral popliteal artery. A .014" fielder guide wire was being advanced through a 2.0 x 80 x 150 mm armada 14 balloon catheter when the wire got stuck. An attempt was first made to remove the catheter but it could not be removed so an attempt was made to remove the guide wire and it also could not be removed. The devices were removed together. The procedure was completed using a new fielder guide wire and new armada balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).: correction - manufacturing site. Evaluation summary: the device was returned for analysis. The resistance with the guide wire was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. A follow-up report will be submitted with all additional relevant information. The other device referenced is being filed under a separate medwatch MFR number.